Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a cracked luer hub fitting was not able to be confirmed by the photos. The photos show the red luer hub from the connector assembly with evidence of use; however, a definitive crack was not visible. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was not confirmed by visual inspection of the customer supplied photos. The photos show the red luer hub from the connector assembly with evidence of use; however, a definitive crack was not visible. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "01 mar 2024, the connector cracked during the process of tightening the connector to the tubing. They were unable to withdraw the catheter during treatment and could only be fixed with sterile tape to temporarily maintain treatment." They were reported as fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2024, the connector cracked during the process of tightening the connector to the tubing. They were unable to withdraw the catheter during treatment and could only be fixed with sterile tape to temporarily maintain treatment." They were reported as fine.